Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a burn-like skin irritation under the front-therapy electrode. There were no allegations of any bleeding, oozing or weeping wounds. Per review of the patient data flags and recent download of (B)(6) 2021, the data confirms that the patient was not treated. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient's skin irritation improved, however, the skin was discolored. It's unclear if the patient's skin was scarred or if there was permanent damage to the patient's skin. Reporting out of the abundance of caution.